Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications

Event description:
On (B)(6) 2022, the patient reported emergently with a penetrating ulcer of the aorta with an intramural hematoma that extended to the bowel. There was a discussion of the risks of implanting endografts in the deteriorating aortic arch, but the physician decided to proceed with surgery. The physician implanted two gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. On (B)(6) 2022, the patient returned to the hospital. It was found that the aortic arch had continued to deteriorate. A retrograde type a dissection was observed distal to the gore® tag® conformable thoracic stent graft with active control system. The physician decided to do an open surgery, and a dacron graft was sewn to the distal end of the endograft to repair the dissection. The patient tolerated the procedure. The event was caused by the poor condition of the patient's aorta, and was unrelated to the gore devices. Images were returned for evaluation. The images were obtained of the patient anatomy prior to the index procedure, prior to device implantation, and therefore, not relevant to the event.